Manufacturer narrative:
The insulin pump was received with a blank display due to cracked lcd glass. Unable to perform the self test and the displacement test due to blank display. The pump was also received with severely scratched lcd window, missing display window corner, scratched case, scratched keypad overlay, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. (B)(4).

Event description:
Customer reported via phone call that almost entire insulin pump, all over the case and screen of insulin pump had scratch, crack and dented. The customer blood glucose level was 130 mg/dl. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.